Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to excise the excess skin due to skin overgrowth around the abutment. During the same surgery the abutment was exchanged and a sleeper fixture was implanted and a cover screw placed.the implanted device remains.